Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the defibrillator. No programming changes were made.

Manufacturer narrative:
Report source "user facility" was missing.

Event description:
New information noted that the patient presented remotely via merlin.net transmission. Upon review, post-paced t-wave oversensing re-occurred on (B)(6) 2017. Programming changes were discussed. The patient was stable.